Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. The reporter alleged of having asthma (new or worsening), kidney disease/ toxicity, eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, inflammatory response and lung disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/23/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. The following correction has been updated in this report. Section "model number", "catalog item identifier", "serial number", "product UDI" in box d has been updated/corrected. Section "report source" in box g and h6 has been updated/corrected.